Manufacturer narrative:
We received one 12tlw803f embolectomy catheter with 1ml b-d syringe for examination. The reported event of balloon deflation issue was not confirmed. The balloon was inflated with 0.15ml water and the balloon deflated in lass then 5 second by pulling back on the syringe as recommended. The balloon inflated clear and concentric and did not leak. The thru-lumen was found to be patent and did not leak. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that prior to the operation, the doctor injected normal saline into the balloon. The balloon inflated but would not deflate. No patient complications were reported.